Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 812:02 was confirmed in the pump's event history but not duplicated during product evaluation. The pump was functioning without failures or malfunction. Therefore, no assignable cause was provided during product evaluation and no repair was necessary for the reported condition. However, the pumphead module was replaced as a precaution. Additional information: this involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00.

Manufacturer narrative:
The device was received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Event description:
This is a report of a colleague infusion pump with a failure code 812:02. It is unknown when the reported condition occurred. There was no patient involvement, injury, or medical intervention. The software version is currently not known. No additional information is available.